Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had received an inappropriate shock due to oversensing of supraventricular tachycardia. A review of ICD data indicated the ICD operated appropriately based on its current programmed parameters. The ICD remains in service and no adverse patient effects were reported.